Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient could not be induced for defibrillation threshold (dft) test. It was noted that the patient was large and due to electrode length, the physician needed to place the electrode more to the right to accommodate the large heart. The patient was brought back the day after, and attempted to induce but could not, an x ray was performed and according to the physician the electrode was too low and scheduled a revision. The patient was brought back to the procedure room to revise the electrode, after the repositioning it was able to easily induce however the shock failed to convert. The physician decided to explant the sicd system, give the patient a life vest and schedule for an implant of a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient could not be induced for defibrillation threshold (dft) test. It was noted that the patient was large and due to electrode length, the physician needed to place the electrode more to the right to accommodate the large heart. The patient was brought back the day after, and attempted to induce but could not, an x ray was performed and according to the physician the electrode was too low and scheduled a revision. The patient was brought back to the procedure room to revise the electrode, after the repositioning it was able to easily induce however the shock failed to convert. The physician decided to explant the sicd system, give the patient a life vest and schedule for an implant of a transvenous device. No additional adverse patient effects were reported.